Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. The initial report stated the devices would not be returned for evaluation. Hhe/qrb (quality review board) (B)(4)recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The instruments are missing the springs.